Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed the sbc upgrade kit and a generator interface board (gib). Identified a generator node error. Replaced the back plane and left monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that 9800 system makes a "pop or tick" noise while fluoroing. It was also reported that "live" is displayed on the left monitor and the image does not refresh. The system also locks up. System must be rebooted to continue. There was no report of patient injury.